Event description:
(B)(4). Chronic pain sometimes leaving me unable to walk. Unable to lift my toddler or carry him. Migraines. Swelling in abdomen and joints. Recurring yeast infections. Painful intercourse. Heavy bleeding. Many emergency room and doctors visits. Physical and physiotherapy. Hysterectomy to remove device one year after it was placed.